Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 70 mg/dl, 148 mg/dl, 84 mg/dl. Tests were done within < 10 minutes with a difference of 46%. Patient did not experience any adverse evnets. No further information has been reported.